Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 527 mg/dl at the time of incident. Customer declined to troubleshot for high blood glucose value. Customer also reported that insulin pump had insulin flow block alarm during the bolus. Customer states the insulin exited and infusion set cannula was crimped. The device will not be returned for analysis.